Event description:
It was reported that customer experienced continuous glucose monitor error and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, did not see error reappear after reset, and successfully started new sensor session; no further actions were documented.